Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that he customer's pump alarmed for unexpected restart during rewind. The customer states every time the reservoir was changed, the alarm would prompt. The customer's blood glucose level at the time of incident was unknown. The pump's alarm history showed the presence of unexpected restart and external ram crc error alarms. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump gave an alarm after the battery change due to a faulty component on the interface board. No external ram error alarms noted. The pump was received with a low reservoir alert functioning properly during testing. No unexpected low reservoir alarms were noted during testing using a water fill test reservoir. The pump successfully downloaded to carelink. The pump was received with a corroded battery tube. The pump was received with broken battery tube threads and minor scratches on the lcd window.